Event description:
It was reported that the patient faced issue during insertion where the needle advanced successfully however, the housing component did not detach and remained stuck at the insertion site event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.